Event description:
It was reported that the pump malfunctioned, showing a communication error with the memory. There was no reported impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again.